Manufacturer narrative:
The reported issue was confirmed but not replicated during in-house testing. The e-200 generator was visually inspected, where no issues were found. Error 25954 was confirmed in the log. The generator was installed onto a known good system and powered on with no issues. The generator passed system drive testing. Verified both monopolar ports are not loose and functions normal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon experienced an issue where no energy was emitted from the vessel sealer extend instrument's jaws until the tissue was re-clamped. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that when the blue pedal was activated, the generator indicated that it was active, but there were no audible generator sounds, and no energy delivery to the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator. The system was tested and verified as ready for use. Isi did receive the e-200 generator involved with this complaint to perform failure analysis. However, failure analysis is not complete. Isi has not received the vessel sealer extend instrument with an alleged issue to perform failure analysis.